Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer was dispatched and reported that the customer stated that the iabp shut down on a patient. The fse found the old batteries to be the issue. The fse replaced the three year old batteries and verified the iabp's operation, safety, and performance per factory specifications. The fse released the iabp back to the customer cleared for clinical use. (B)(6).

Event description:
The customer reported that the intra-aortic balloon pump (iabp) shut down on a patient during transport. No adverse event has been reported.